Event description:
A resident fell out the side of a sling while being transferred by a cna in a lift from a wheelchair to a bed. The resident broke her hip, and suffered a laceration to her head. The lift was (B) (4), and the sling serial number was worn off the tag. The lift did not malfunction and the sling was intact.

Manufacturer narrative:
The resident's condition created an unusual event, resulting in the incident.